Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon investigation, the implantable cardioverter-defibrillator showed oversensing and inappropriate automatic mode switch. Programming changes were recommended. The patient was asymptomatic.

Event description:
Additional information received noted that the patient was initially admitted in the emergency room for back issues. Programming changes were made while patient was inpatient. The patient was asymptomatic.